Manufacturer narrative:
The pump was returned for analysis. Pump analysis found a wire weld anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding an implantable infusion pump with water in it. It was reported that the pump was never implanted and would be returned for analysis. The pump was interrogated before implant and there was a motor stall. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The pump was interrogated three times and all showed motor stall. The pump was never implanted and a backup pump was used for the case. The issue was resolved at the time of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.